Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint wasn't duplicated. It was found that the downstream occlusion(dso) sensor was damaged. The dso sensor was replaced.

Event description:
The device was returned for device not working. During physical inspection, it was found that there was a damaged downstream occlusion (dso) sensor.